Manufacturer narrative:
Occupation: non-healthcare professional, logistic specialist. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when the shipment intra-aortic balloons (iab) was received by getinge group (B)(4), a hole was noticed in the outer box of the iab packaging. The customer would not accept the shipment. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The original iab carton was returned open with an unused iab kit and insertion kit. The outer box was observed to have physical damage in the upper right-hand corner of the top cover. The evaluation confirmed the reported damage. However, we are unable to conclusively determine when the damage to the outer box may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).